Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1g every fifth day; route and duration not reported) and injection surface (1.5g daily; route and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. No additional information is available. At the time of this report, the patient outcome was unknown. No additional information is available.